Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11c31030 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was provided. On (B)(6) 2011, was patient diagnosed with and hospitalized for peritonitis. Treatment rendered was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The cause of the peritonitis was unknown. The nurse stated a possible cause for the peritonitis was due to the patient repotting a plant and the organism that grew in the pd culture could also be found in soil. On an unreported date, the patient recovered from the case of peritonitis. Per the nurse, the event of peritonitis was not related to dianeal therapy.